Event description:
It was reported that a revision surgery was performed in the patient due to pain and swelling. No delay reported. Implants replaced with competitor devices.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the documentation provided, it appears the root cause of the patient¿s symptoms were multifactorial as the reported vmo atrophy, the right quad tendon tear, and loosening of components were all likely contributing factors leading to possible micro-motion, the subsequent instability, lateral patellar subluxation, swelling and pain. The patient impact was the reported persistent symptoms, bilateral tka revisions and post-surgical rehabilitation. No further medical assessment can be rendered at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.